Event description:
Vascular physician memtioned that the graft, an intergard knitted igk0016-20 was not 16 mm in diameter as stated in product labeling. The graft was however implanted for aorto-abdominal aneurysm repair. There was no pt injury and no additional surgical procedure required. The pt is fine.